Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2500 ohms which had triggered the lead safety switch (lss) on the associated pacemaker. Additionally, no capture and no sensing was noted. The patient was asymptomatic as he rarely paces. The patient had not been followed since august of 2008. A revision procedure will be performed in the near future.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.